Manufacturer narrative:
The reported product was not returned and a comprehensive device investigation could not be performed.

Event description:
It was reported that the patient had been admitted into hospital for pneumonia - unrelated to pacing system. The patient complained of anodal stimulation, prompting a device interrogation in which high impedance, loss of capture, a lead fracture is suspected. The lead was explanted and replaced successfully. The patient was healthy and stable post procedure.